Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, d3.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted omental adhesions to the previous mesh and a fascia defect. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2019 during which the surgeon noted adhesions and mesh failure which resulted in the need to remove both previously placed mesh implants. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight gain. The patient had a previous mesh implanted on (B)(6) 2015 which is captured in separate file. No additional information was provided.